Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the instrument insertion failure into the forceps channel, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchofibervideoscope exhibited an instrument insertion failure into the forceps channel. There was no patient involvement.